Event description:
Male pt received usual dialysis treatment c/o abdominal pain after treatment. Admitted an evening in 2005. Stabilized treated and discharged after two days. Using new blood lines. Cordinator observed bloodlines "jumping" during the dialysis treatment. This has not been observed since the "old" tubing style has been used.